Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. Additionally, the instrument was found to have the conductor wire insulation retracted. The black insulation had somehow moved backwards along the wire. The retracted insulation exposed approximately 0.144" of the conductor wire. The conductor wire was not broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken or loose cable. The procedure was completed as planned with no reported injury.